Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. Philips customer support had customer perform the est with a straight hose without the o2 sensor installed, unit passed est. Installed the external o2 sensor and the unit failed the est, reseated the o2 sensor and the unit passed the est. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failing extended self-test (est) error code (3122) relief valve cracking pressure out of range. No patient involvement.